Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer that malfunction of port; port leaking due to puncture in line. Cefepime was infusing and rn came to room to finish med. Rn noticed blood leaking out of port line. No known harm, patient had to be re-accessed. Did not involve an urgent/life threatening event, no significant clinical delay. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that malfunction of port; port leaking due to puncture in line. Cefepime was infusing and rn came to room to finish med. Rn noticed blood leaking out of port line. No known harm, patient had to be re-accessed. Did not involve an urgent/life threatening event, no significant clinical delay. Additional information received: the event did not involve an urgent/life threatening medical situation. Cefepime dose potentially lost during administration. Customer is not aware of patient harm or injury. Cefepime/ns flush was infusing at the time of the event.